Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This issue was previously reported on pr 6744813 with MDR# 3030677-2017-01101. The device is out of warranty.